Manufacturer narrative:
During a transforaminal lumber interbody fusion (tlif) at l4-5, a matrix holding sleeve ¿ long (03.632.036 lot 7506718 mfg 27jan2014) became ¿bent and unusable¿ after the surgeon had difficulty dislodging the holding sleeve from the final screw. The procedure was able to be successfully completed without surgical delay or patient harm. Additionally prior to the procedure the scrub technician noted that the threaded tip of a separate holding sleeve (03.632.036 lot 7506718 mfg 27jan2014) was ¿disconnecting¿; the device was not utilized intraoperatively. The returned instruments were examined and the complaint condition was able to be confirmed in each instance as the distal-most threads of the threaded tips were intact but peeling. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the matrix long holding sleeves has a thread in the tip of the driver that is disconnecting. The scrub tech noticed the issue on (B)(6) 2016 while setting up for the case. She set the sleeve down on the back table and a backup driver was used for the remainder of the case. During the procedure of a transforaminal lumbar interbody fusion (tlif) at l4-5, the top thread on the backup matrix long holding sleeves got bent and unusable. While dislodging the backup holding sleeve from the last screw, the surgeon had difficulty. He was rocking the instrument back and forth and with a little extra effort it came out of the screw head. The screw was seated in its final place. The instrument was removed from the field. Reportedly, there was no patient harm or surgical delay. The procedure was completed successfully. This report is 1 of 1 for (B)(4).